Event description:
(B) (4). It was reported that during a coronary artery drug eluting stenting treatment procedure, a plaque shift was noted. The 80% stenosed lesion was located proximal in the circumflex (cx) artery. The reference vessel diameter was 2.75mm and the lesion length was 8mm. The lesion was pre-dilated and a 2.75 x 12 mm study stent was implanted. The lesion was post-dilated with 0% residual stenosis. A "plaque shift" was noted and subsequently a 2.50 x 12mm taxus liberte bailout stent was placed. The patient was discharged the next day on protocol doses of asa and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure. (B) (4): device not returned for analysis.